Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a scd compression sleeve. The customer states there were minor abrasions in the area of the patients medial malleolus and achilles area due to the shap edges of the sleeves. The clinician stated these patients have complicate care issues. A topical treatment was utilized in conjunction with edema control efforts. The primary problem is when the skin is macerated and the edges of the sleeve cause an abrasion, however, this does not occur with every patient. The exact number of patients is unknown and no additional information is available.